Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver fentanyl 1000mcg/100ml, in the bolus only mode, with a 5 minute lockout and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the device audibly alarmed and displayed "empty." At that time, the display indicated that 100ml had been delivered; however, there was 45ml remaining in the container. The device was removed from clinical service. After an unspecified length of time, the patient complained of pain and was given an unspecified concentration of both oral and injectable fentanyl. There were no reported adverse patient effects and no delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history, indicates on (B)(4) 2011 at 1520, the device was programmed for bolus only delivery in mcg, with a concentration of 10mcg/ml, a 40mcg loading dose, a 20mcg bolus dose, a 5 minute bolus lockout, a 600mcg 4 hour limit, and a 1000mcg container size and the device was powered off. At 1844, the delivery was started. The device continued in use at the programmed settings. On the reported event date of (B)(4) 2011 at 2250, a new container was indicated, keypad was locked and delivery was started. Between 2251 and 0841, there were forty-nine 20mcg pt initiated deliveries and 49 unmet patient demands. A date stamp of (B)(4) 2011 occurred. At 0841, an almost empty alarm occurred. Between 0842 and 0849, silence key was pressed twice, one 20mcg patient initiated delivery, an empty container alarm occurred, the delivery was stopped and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.